Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a normal use, six devices had cuff inflation/deflation issue. It was reported that when the cuff was inflated to 30 mmhg and when the volume was retest it would be at 15 after 15 minutes. Customer reported that there was no patient injury.

Manufacturer narrative:
Correction: (manufacturer name, contact first name, last name, street 1, MFR city, region, postal code, email), (phone number). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample of cuffed tracheostomy tube was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed using a syringe 16cc of air was applied to the cuff and it was observed the cuff held the air. The sample was left inflated 4 hours, additionally the cuff sample was submerged into a container filled with water and no leaks were observed at the cuff, inflation line nor inflation valve, no failure mode was observed in the received sample. The investigation found the device to function normally. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.